Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to periprosthetic fracture of lesser trochanter of the right femur. It was noted that there could have been an undetected fracture at the time of the original surgery which caused the stem to subside. The femoral stem and modular head were removed and replaced.